Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written by anders bruggemann, erik fredlund, hans mallmin and nils p hailer. Bruggemann, et al. ¿are porous tantalum cups superior to conventional reinforcement rings?¿ journal title. 10.1080/17453674.2016.1248315.

Event description:
It was reported in a journal article that a patient experienced a revision due to infection. No further information was provided and patient outcome is unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00761.